Manufacturer narrative:
Product complaint # pc- information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However; it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the use of a 4mm x 23mm enterprise intracranial neurovascular stent (encr402312, 6441634), the stent became impeded in the unspecified microcatheter (mc) and could not advance any more. The physician retracted the stent and observed that stent released in microcatheter. A new stent was used to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Section b5: additional information indicated that there was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to or after the encountered resistance. It was necessary to remove the mc with the enterprise. The target/vessel site being treated was the basilar artery. Complaint conclusion: as reported by the field, during the use of a 4mm x 23mm enterprise intracranial neurovascular stent (encr402312, 6441634), the stent became impeded in the unspecified microcatheter (mc) and could not advance anymore. The physician retracted the stent and observed that stent released in microcatheter. A new stent was used to complete the surgery. There was no patient injury report. Additional information indicated that there was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to or after the encountered resistance. It was necessary to remove the mc with the enterprise. The target/vessel site being treated was the basilar artery. The device was discarded; therefore, no further investigation can be performed. (B)(6)did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6441634. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Impeded in microcatheter and premature stent deployment in microcatheter are known potential product failures associated with the use of the device. The IFU includes warnings and instructions for use to trouble shoot this type of situation. Excessive force applied to an enterprise through repeated stent deployments or manipulation can increase the possibility of premature detachment. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issues. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.